Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service. An investigation discovered that the supplier of the workstation power cable assembled the power cable incorrectly. Ge healthcare surgery initiated an action in the field to inspect affected units and apply corrections as necessary. This action was reported to the FDA under correction number z-0975-2017 (gehc surgery report number 1720753-12/20/2016-002-c) on (B)(6) 2016.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.